Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2015 a patient reported being hospitalized on (B)(6) 2015 due to elevated blood glucose over 600 mg/dl as a result of a bent infusion set cannula. She was treated with IV fluids and 6 units of humalog injection. Her blood glucose lowered after a few hours and she was released from the hospital the same day. The minimed quick-set infusion set mentioned in this event is not manufactured by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).